Event description:
The following was reported to davol by the operating room secretary: ni/ni/2005 - pt was implanted with a composix e/x mesh. On (B)(6) 2012 - pt underwent explant of the unk davol mesh. The mesh had curled on the left side, separated from the prolene sutures and migrated toward the midline.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The user facility reported a pt underwent explant of a composix e/x mesh after a CT scan indicated the mesh had curled on its left side and migrated toward the midline. The sample was returned and evaluated. After decontaminating the explant it was clear that one side of the explant was eptfe and was almost completely covered with what appeared to be neo-peritoneum. The opposite side had moderate amount of tissue ingrowth into the mesh. The two ends that were curled up were curled toward the eptfe side of the patch and there was little to no tissue ingrowth. There was also what appeared to be the inner stitch line consistent with a composix e/x mesh and what appeared to be the stitch line inside the positioning pocket. The mesh had been at least partially fixated using some type of tacker and no sutures observed. The mesh measured approx 5" at its' longest point and approx 3" at its' widest point. The catalog of the mesh was best matched as the pre-implant dimension is 3" at its' widest point. The catalog of the mesh was best matched at the pre-implant dimension is 6" x 4". There is no way for us to conclusively determine what may have caused the mesh to migrate by examining the mesh. However, based on the curled up ends of the mesh and the minimal amount of tissue ingrowth into the curled up areas could be possible contributing factors to the mesh migrating. The product's instructions for use states "davol permanent or absorbable fixation devices or non absorbable monofilament sutures are recommended to properly secure the prosthesis. If absorbable fixation devices are used, they must be indicated for use in the hernia repair. To ensure a strong repair, sutures or tracks should be placed at least 0.5cm inside the outermost row of stitching. Suturing or tacking on sealed edge of mesh alone is not recommended." Currently, no pt info has been provided including comorbidities and medical records to document the implant. Additionally, without a lot number a mfg review cannot be performed. With the currently available info, no conclusion can be drawn at this time.